Event description:
Review of manufacturer records indicates that the patient is deceased. Records indicate that the patient expired less than one month from the date of implant. The cause of death was requested but could not be obtained.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead implanted (B)(6) 2015. (B)(4).